Event description:
It was reported that the device was presenting with force sensor fail and plunger stuck. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. Right plunger case was found cracked. Force sensor test error was found in pump event history log. Reported problem was unable to be duplicated during power-up test. Plunger tube was stuck and damage to the carriage body. The root cause of the reported issue was not able to be found. Actions were taken to mitigate the reported issue: replaced carriage body and recalibrated force sensor.